Event description:
It was reported via phone call that the numbers on the insulin pump were scrolling non stop and customer was receiving a button error alarm. Customer did not recall any significant events leading to the alarm. Customer's blood glucose reading at the time of the call was 472 mg/dl and has treated with shots. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping or scrolling during testing. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.